Manufacturer narrative:
Additional information was received on (B)(6)2021 and it was reported that the intervention provided was fasting and infusion (medicine name unknown). The patient outcome of the adverse event was reported as fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448148m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered acute gastric dilatation and abdominal pain. The patient was a monday procedure and the patient had abdominal pain when eating on wednesday. The physician found that the stomach was greatly enlarged. The patient stopped eating and was waiting for recovery by drip infusion (unknown). The patient was followed up with drip infusion, and the symptoms resolved. The physician¿s commented that since the upper esophagus was not burned very strictly, it is unknown what affected it. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.